Event description:
It was reported that the procedure performed was to treat a de novo left anterior descending coronary artery. Pre dilation was performed with an unspecified 2.50x15mm balloon and and unspecified 2.75x15mm balloon. The 3.25x23mm xience skypoint drug-eluting stent delivery system was advanced and the stent deployed. Post dilation was performed with an unspecified 4.0x12mm balloon and an unspecified 3.50x15mm balloon. The xience skypoint stent was observed to be elongated and the side branch closed [occluded]. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.